Event description:
Telephone call from pt's wife to triage nurse on call. Blood in line visualized by pt's wife. Attempted to flush peripherally inserted central catheter without success. Pt's wife also stated tubing appears to be leaking at connection close to pump. Tubing returned to facility.